Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood through a small hole during use. The following information was provided by the initial reporter, translated from french to english: "tried to put the catheter in, but blood went out by a small hole".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood through a small hole during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "tried to put the catheter in, but blood went out by a small hole."